Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there were alerts on the right ventricular lead for noise, impedance spikes and sensing integrity counter (sic). The device was thought to have a possible setscrew problem. The physician was notified and the device and lead remain in use. No patient complications have been reported as a result of this event.